Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from the (B)(6) reported that within 10 minutes she obtained blood glucose readings of 1.9 mmol/l, 11.9 mmol/l, and 11.1 mmol/l on the contour ts meter. The customer did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.